Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, ischemia, and myocardial infarction are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, enzyme elevation, ischemia, and myocardial infarction are listed in the risk assessment matrix (ram) as no-fault complications. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The other xience v stent is being filed under this same medwatch report number.

Event description:
Device issue: none. Adverse event: myocardial infarction (mi).onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, one xience v stent was deployed in the predilated proximal ramus artery and one xience v stent was deployed in the predilated proximal left anterior descending artery. On (B) (6) 2010, the pt experienced intermittent chest discomfort with elevated troponin that was diagnosed as an acute non st elevation myocardial infarction. The pt's condition was treated with medication and symptoms resolved. The pt declined repeat angiogram. The pt was discharged on (B) (6) 2010. There was no adverse pt sequela. No additional info was provided.